Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by reporter that the alleged issue began on (B)(6) 2011 at 3:00pm. The reporter stated that the patient manages her diabetes with the insulin pump and took more food/drink in response to the reported issue. Two days after the alleged issue occurred, the reporter claimed that the patient developed symptoms of "headaches, shakes, and feelings of low" but denied receiving any treatment in response to the symptoms. The cca noted that the batteries did not need replacement. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.